Event description:
A medtronic representative reported that, while in a spine procedure, a lumbar probe was damaged, bent. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Adverse event selected in error on the initial 3500a. Should only be product problem.

Manufacturer narrative:
Patient weight not available from the site.RMA issued. Replacement lumbar probe shipped to site 05/31/2013. Medtronic inspection of returned suspect device finds that as reported, the tip of the instrument is bent and twisted. There are also wear rings at the back end of the instrument causing a tight fit into a navlock. Physical damage, deformation, directly caused the event.